Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: it was reported that, "during the tavi procedure when the physician opened the manta device, he saw that the bypass tube with the anchor and collagen inside the tube went outside of the delivery tube. However, the physician tried to connect the manta device to the manta sheath, but without success. The connection between the device and the sheath was impossible." Clinical consequences: "the physician decided to use second device, and everything finished perfect." Additional information on 11aug2022: the entire manta sheath was removed otw, and a new sheath was placed for the second manta deployment. There were no reports of bending or buckling of the bypass tube and "normal" resistance was experienced with advancing into the manta sheath. Patient condition was reported as fine post procedure.

Manufacturer narrative:
One unit of the 18f ce manta was returned for evaluation. Blood particulates were noted on the unit. Unit was decontaminated and inspected. Lever was not engaged. Anchor was pushed of the lumen. No sheath was returned. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi procedure, an 18f ce manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. During deployment, the bypass tube with the collagen and anchor inside the bypass tube, was outside the delivery tube. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance attempting to advance the bypass tube into the sheath hub; however, the bypass tube did not want to enter through the manta sheath. No buckling or bending occurred to the bypass tube when resistance was met. The physician unsuccessfully attempted to connect the manta device to the manta sheath; and was impossible to make the connection. The first 18f ce manta and sheath were removed from the guidewire and a second 18f ce manta device and sheath were opened, deployed, successfully achieving closure. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.